Event description:
According to the info provided, the customer reported that she was given the product with a note on it that states it was getting hot. She was not given any other info but said no incident reports were attached. No further info is known.

Manufacturer narrative:
This device was found to have an intermittent asic motor controller. A failing asic could produce heat. However, this was not duplicated at time of testing. Device was repaired and returned to the customer.